Event description:
This is a report of a patient who experienced a connection issue, between the titanium adapter and the catheter, which resulted in peritonitis. It was reported that during therapy, the patient's titanium adapter disconnected from the catheter. On an unknown date, the patient was hospitalized for the event and was treated with unspecified antibiotics. The catheter was scheduled to be replaced as soon as the patient recovered from the peritonitis. The patient remained hospitalized but was recovering from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the locking titanium adapter was identified. As the device was not returned, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.